Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported diffuse lamellar keratitis (dlk) at the flap edge in a patient's right eye post lasik. Topical steroid were prescribed as normal post operative regimen. Upon follow up, symptoms are reported to be resolved.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. No abnormalities that could have contributed to this event were found during device history review. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).